Event description:
An apogee with intepro was implanted to treat for pelvic organ prolapse; the date of implant was not provided. Plaintiff's attorney alleges, "as a result of having the product implanted in her," plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization," and a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and other losses. Also alleged, plaintiff had "extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.